Event description:
It was reported that noise was observed on the lead that resulted in inappropriate shocks. The lead was explanted.

Manufacturer narrative:
Our CAPA system has found this past-due reportable event. Analysis found insulation abrasion at 23 cm from the connector. One of the is-1 proximal cables was melted. The damages found is consistent with that produced by friction with the ICD can.